Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered high voltage therapy that was inadequate to break a ventricular arrhythmia. No intervention was performed. The patient was stable and there were no adverse consequences. Additional information was requested but was not received.